Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 83 mg/dl. The customer alleged the insulin pump was over delivering insulin due to low blood glucose. Insulin pump given too much insulin. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.